Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).

Event description:
The customer observed false reactive architect hbsag results for 1 sample. The following data was provided: (B)(6) 2019 initial result = 1.43 s/co (reactive), repeat = 1.53 s/co (reactive), hbsag confirmatory = reactive. Sample was retested at another laboratory = 0.10 s/co (nonreactive). No impact to patient management was reported.

Manufacturer narrative:
A review of tickets was performed for reagent lot numbers 03005fn00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Field data was used to evaluate the performance of the architect hbsag ii assay. The number of standard deviations to the cutoff for the negative population tested showed lot 03005fn00 is within the established limits. Review of the median patient results by reagent lot report showed no atypical performance for lot 03005fn00. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect hbsag qualitative ii assay, lot 03005fn00 was identified.